Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.50mm x 15mm balloon catheter was returned for analysis. No issues were noted with the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that a detailed microscopic examination of the balloon material identified a circumferential tear 2mm distal to the proximal marker band. Tip showed no signs of tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a leak. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.